Event description:
It was reported during an af ablation procedure, the physician noted that the irrigation port was partially detached from the cool path duo catheter handle and the device leaked. The physician was mapping the left atrium, when the damage was noted and fluid was exiting from the handle. The procedure was completed using a new catheter with no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.